Event description:
Case was initially received via regulatory authority (reference number: mw5078634) on 07-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year after insertion of essure, the patient experienced abdominal pain (seriousness criteria disability and intervention required), rash ("skin rashes"), weight decreased ("weight loss"), anxiety ("anxiety"), joint swelling ("swelling in joint"), arthralgia ("pain in joint"), fibromyalgia ("fibromyalgia"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), feeling abnormal ("brain fog") and lymphadenopathy ("swollen lymph nodes"). At the time of the report, the abdominal pain, rash, weight decreased, anxiety, joint swelling, arthralgia, fibromyalgia, migraine, nausea, fatigue, feeling abnormal and lymphadenopathy outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, arthralgia, fatigue, feeling abnormal, fibromyalgia, joint swelling, lymphadenopathy, migraine, nausea, rash and weight decreased with essure. The reporter commented: the seriousness criterion ¿disability, permanent damage, required intervention, other serious (important medical events)¿ were reported, but not specified or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5078634) on 07-aug-2018. The most recent information was received on 09-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year after insertion of essure, the patient experienced abdominal pain (seriousness criteria disability and intervention required), rash ("skin rashes"), weight decreased ("weight loss"), anxiety ("anxiety"), joint swelling ("swelling in joint"), arthralgia ("pain in joint"), fibromyalgia ("fibromyalgia"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), feeling abnormal ("brain fog") and lymphadenopathy ("swollen lymph nodes"). At the time of the report, the abdominal pain, rash, weight decreased, anxiety, joint swelling, arthralgia, fibromyalgia, migraine, nausea, fatigue, feeling abnormal and lymphadenopathy outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, arthralgia, fatigue, feeling abnormal, fibromyalgia, joint swelling, lymphadenopathy, migraine, nausea, rash and weight decreased with essure. The reporter commented: the seriousness criterion ¿disability, permanent damage, required intervention, other serious (important medical events)¿ were reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.